Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser had been having brake issues for awhile. Dealer advised tech states brakes are brittle and could not tighten anymore.